Event description:
It was reported that the patient presented in the clinic for a routine follow up. The left ventricular lead exhibited loss of capture. A chest x-ray suggested possible lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.